Manufacturer narrative:
Continued from report source-specialist iii. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV pump malfunctioned and ran IV penicillin at a faster rate than ordered. The rn corrected the rate on the pump and spoke with the pharmacy and it was determined that the next dose will be given at the normal scheduled time. No further information is available.

Manufacturer narrative:
Changes made-revised short description and g3 to add "not provided", b5. Additional information: suspect instrument serial number (B)(6) gtin did not populate in tw and is unavailable.

Event description:
It was reported that the device malfunctioned and infused penicillin at a faster rate than expected. The rn corrected the rate on the device and spoke with the pharmacy to determine that the next penicillin dose would be given at the normal scheduled time. There were no adverse effects caused to the patient from the event.